Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. The customer's blood glucose level was 156 mg/dl. The customer was offered to troubleshoot failed battery test but patient denied. The customer stated that she is going to see healthcare provider about the sensor and insulin pump. The customer was advised to call us when she is having an issue and we can discuss how to resolve or avoid.